Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were flashed, the software was reloaded and the generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed a communication error message. No patient injury was reported.